Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a color chip failure. The user turned the monitor off and on approx 3 to 4 times and was successful in getting the device to function. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.